Manufacturer narrative:
The device in this event has not been received for analysis.

Event description:
It was reported during a cerebral aneurysm coiling procedure, the coil was broken when physician tried to insert it into the aneurysm. No complications were reported to have occurred with the pt during this event.